Event description:
(B)(4) study. It was reported that chest pain occurred. In (B)(6) 2013, the patient presented due to stable angina. The 90% stenosed, 30.0mm x 2.2mm, new, eccentric, type c, diffuse lesion of more than 2cm in length, with a =< 45 degree bend and timi 3 flow target lesion was located in the bifurcation area of a severely calcified and moderately tortuous proximal left anterior descending artery (lad) artery. The lesion was treated with placement of a 2.25x32mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2015, the patient presented with cardiac chest pain and medication was given to patient to treat the event. In (B)(6) 2015, the outcome of the event was good.

Manufacturer narrative:
Event date: (B)(6) 2015. Complainant name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).